Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were two bd luer-lok tip syringes with brownish discoloration. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that there were two bd luer-lok tip syringes with brownish discoloration. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
The corrections are as follows: date received by manufacturer: 2018-08-06.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that there were two bd luer-lok¿ tip syringes with brownish discoloration. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two (2) 30ml syringes from bd that have brownish discoloration on them, which can be seen in the photo. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: root cause: embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components.

Event description:
It was reported that there were two bd luer-lok¿ tip syringes with brownish discoloration. There was no report of exposure, serious injury or medical intervention.